Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing foley was not registering any temperature. There were two non-working temperature foleys (material# 119416m) (material# 119216m) when they were on-site. The foley was still in patient and requested that it be kept to be returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature sensing foley was not registering any temperature. There were two non-working temperature foleys (material# 119416m) (material# 119216m) when they were on-site. The foley was still in patient and requested that it be kept to be returned.